Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed a no output condition in both chambers when programmed ddd. Further testing confirmed the reported no output condition, and determined it was due to gate oxide leakage on an output transister in an integrated circuit.